Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse replaced the safety disk, crm and blood detect tubing, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a blood in the air drive line. No patient harm, serious injury or adverse event was reported.